Event description:
Report 2 of 2. It was reported while using bd vacutainer® safety-lok¿ blood collection set, the needle and holder separated resulting in sample leakage and a needlestick injury. There is no report of medical intervention or treatment.

Manufacturer narrative:
The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but 1 photo provided for investigation. The photos were reviewed and shows the packaging of the product. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of separates was not observed between the bd wingset and the bd holder. Also, 8 retention samples from bd inventory were evaluated by visual examination and the issue of separates was not observed between the bd wingset and the bd holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.